Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Implant date was approx 6 years prior to explant date. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Pt was implanted 6 years ago with veptr I - rib to spine growing construct. F/u x-rays showed the rod to be broken adjacent to the sleeve. The construct was explanted on (B)(6) 2011 and pt was revised to veptr ii. Device is unavailable for investigation.